Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to faulty electrodes. The electrodes were scrapped after testing and a replacement electrode pair was sent to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the associated device failed for high impedance using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.